Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a hair was found in the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product was returned for investigation.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The device was returned in the original box without the pouch. It was in the plastic clamshell case. All repairs of the device were returned. A small hair was found under the syringe in the accessory kit tray. Based upon the eval results, the reported complaint was confirmed, however, since the package was removed from the outer sealed pouch, we cannot determine whether or not the hair was inside of the package prior to being opened by the customer. A lot history record review was completed for the reported product lot number. There were no nonconformance issue (s) with this production lot. (B)(4).